Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset. Power on reset parameters for s2d file (B)(4) were partial reset counter equal to 1, firmware reason hex=0000, write data for reason hex equals 01, reset write data reason equals wdto status on (B)(6) 2012.

Event description:
It was reported that an error message was seen on the programmer for the device. It was also reported that the device had a bit-flip (log pointer) error occur. The device was reprogrammed via a manual guided restore [mgr] and remains in use. No patient complications have been reported as a result of this event.